Event description:
Additional information was received that episodes of oversensing were observed on the right ventricular (rv) lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, an increase in the pacing and defibrillation impedance and a high capture threshold were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.